Manufacturer narrative:
On 06 april 2017, the (B)(4) performed a visual inspection of the retrieved items and commented as follows: the implants were analyzed. The stem had a ha coating almost totally present in the proximal body, while in the distal body was totally absorbed. Moreover, fibrotic tissue and blood covered some areas of the proximal coating. On the neck, some signs and scratches were present due to the removal. The dm liner showed some signs and grooves in the external surface, probably occurred during the revision surgery. By analyzing the surface of the stem, especially the coating, we can assume that a distal fixation could have reduced the proximal fixation but from the received information it is not possible to determine with certainty the root cause of the event.

Manufacturer narrative:
Batch review performed on 31 january 2017. (B)(4). Not available.

Event description:
The patient came in complaining of pain. The cause of the pain was from aseptic loosening. The surgeon swapped the poly, head and stem. The surgery was completed successfully. X-rays and explants are not available.